Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on november 2, 2009 alleging a calcode issue with the one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient on november 10, 2009 and obtained the following information: the patient mentioned that she woke up on the date of event, and attempted to code the meter, so she could test; however, was unsuccessful since the meter would not code properly. The night of the same day, she took her regular medication before going to bed. The patient did not exhibit any symptoms. The following morning at 6 am, she woke up feeling dizzy and fell. The patient contacted her physician and was advised to decrease her dosage or oral medication (actos and glyburide). The patient did not eat or drink anything until 2 pm that afternoon. Mss asked whey she waited that long to eat or drink anything and they said she did not know why she waited that long and thinks maybe because she did not know her blood glucose level readings; therefore, did not want to eat or drink during the time of the event. The patient had been obtaining readings of around 80-110 mg/dl on her meter prior to the alleged issue. Customer care advocate (cca) walked the patient through setting the meter to the correct code and issue was resolved over the phone. Products were replaced. The complaint is being reported since the patient was unable to test their blood glucose to the reported issue and developed symptoms suggestive of hypoglycemia. There was a delay in treatment since the patient did not know what her blood glucose reading was at the time of the event.